Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, the cause of the reported perforation and hematoma was due procedural circumstances. The reported patient effect of perforation and hematoma, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there was an intra atrium septal dissection leading to a septal hematoma. A mitraclip was implanted successfully. The patient was then treated with an asd closure device. The final mr was grade 1-2. There was no clinically significant delays reported.